Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the mitraclip moved on the leaflets post implantation. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. The patient presented with thin leaflets. One mitraclip, (cds) was implanted without reported issues, reducing the mr to grade 2. Post deployment, the mr increased to grade 3 and the implanted clip had moved orientation. The clip was now tilting towards the anterior medial leaflet with the tip of the clip pointing towards the posterior and not to the apex. Tissue damage was suspected although not confirmed. The clip had remained attached to both leaflets. As treatment, a second mitraclip was implanted medial to the first and the mr had been reduced to grade 2. Reportedly, the patient was hemodynamically stable and the procedure was completed. There was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the reported patient effect of mitral valve injury/tissue damage as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thin leaflets) contributed to the reported failure to adhere/bond and thus resulting in the reported suspected tissue damage. The treatment appears to be related to the operational context of the procedure as a second mitraclip was implanted medial to the first. There is no indication of a product quality issue with respect to manufacture, design or labeling.